Manufacturer narrative:
The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation: diagnosed with "t-cell lymphoma". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reported being diagnosed with "t-cell lymphoma" and the implant would "pop up" when the muscle is "flexed". Device remains implanted. This record is for the left side. Later, patient had a capsulectomy on the left side.